Event description:
It was reported that a patient experienced suspected peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The outcome of the event was unknown. The action with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.